Manufacturer narrative:
Pump was received with cracked display window corner and cracked reservoir tube. Unit had unresponsive buttons due to corroded keypad traces. Keypad overlay had weak adhesive bond at all locations.

Event description:
The customer reported via phone call that the insulin pump had multiple cracks and a scratched display. Blood glucose level at the time of the incident was not provided. Customer also reported moisture under the display. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.